Event description:
Report rec'd from abbott international affiliate of an over-delivery. The report states that at 0730 the epidural infusion pump alarmed "air in line" and the 100ml flask was empty. The flask was reported to be connected at 0100 and was running at 8ml/hr. The pump display showed a total of 49mls infused. The pump connection and flask were checked by staff, and no moisture was present and there were no signs of punctures or loose connections. It was reported that air was noted 3/4 of the way down the line. No other info was available.